Event description:
22 y/o female admitted for oupatient cholecystectomy. Tristar trocar diaphram perforated and piece of the diaphram was lodged inside of the trocar. This created an air leak in the product. The trocar was removed with the diaphram inside and was replaced by a new trocar without incident. No adverse outcome was noted to the pt.